Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model, which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07282012-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain, swelling and bruising at the ipg site due to ipg movement. The patient states the site also gets hot. In turn, the patient will undergo surgical intervention to address the issues. Please note the patient's concomitant medical products and therapy dates are unknown.